Event description:
A customer contacted beckman coulter (bec) to report imprecise gi monitor (ca 19-9) results on one patient generated by a unicel dxl 800 access immunoassay system. The customer received an initial result of < 0.1 u/ml. The sample was repeated and the customer received a result of 37 u/ml, which is above the 35 u/ml upper reference limit. The customer repeated the sample 11 times and determined the correct result was < 0.1 u/ml. However, some of the repeat results were outside acceptable assay precision. The customer stated no erroneous gi monitor results were reported outside the laboratory. The customer did not report affect to patients or users attributed or connected to this event.

Manufacturer narrative:
The customer's laboratory received the sample in a 12x100 pour-off tube. The customer did not provide sample collection information and declined to provide centrifugation data. The customer did not report any sample quality issues. Qc was within the customer's established limits before and after the event. The customer declined to provide event-specific system check data. The customer noted all the results in question were from sample pipettor 3. A field service engineer (fse) was dispatched on-site and replaced the pipettor tip on reagent pipettor 3 and adjusted ultrasonics.fse also stated the ultrasonic transducer horn was damaged (bent) and replaced the ultrasonic transducer. Fse verified carryover and qc which was noted to be within specifications. Instrument was verified as performing to published performance specifications. The likely cause for this event is attributed to a hardware problem with reagent pipettor 3.